Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is "over infusing 12 percent". It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seals to be broken, the device was not in the original packaging, a scratched lens, a worn upstream occlusion (uso), and a bubbled downstream occlusion (dso) seal. There was no evidence of the reported problem in the device?s event history log. To conduct functional testing the device had three accuracy tests performed. Upon review, the reported problem was duplicated. It was determined that the root cause was due to the device being out of manufacturing specifications. To address the issue the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.